Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: our quality engineer received three 30ml luer-lok tip syringes at the complaint handling lab. A visual inspection was performed on the returned samples. One syringe appeared discolored due to embedded burnt plastic and the additional two syringes revealed embedded burnt plastic. A complaint history review was performed and indicated this is the first reported incident of this nature for lot 6278898 to date. Conclusion: conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(6).

Event description:
It was reported there was two different incidents of foreign matter in the fluid pathway with a 30 ml bd luer-lok¿ tip syringe. No medical interventions reported.